Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that there was a problem with a neurostimulator. The company rep reported "reading>10000 ohms on 0-7 electrodes" during a neurostimulator replacement. The rep stated that the pt had "great stim coverage." Additional information has been requested, a f/u report will be sent if additional information becomes available.